Event description:
The following was reported to kci by the pt's spouse: on (B)(6) 2011, v.a.c. Therapy was initiated. On an unk date, the doctor found an infection in the pt's dehisced abdominal wound and it was alleged that v.a.c. Therapy was not working. On (B)(6) 2011, the pt was admitted to the hosp with a wound infection. No further info is available.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain further medical info. On (B)(6) 2011, the device was tested per quality control procedures by kci field service, and the unit passed qc checks and met specs. On (B)(6) 2011, the device was received for eval. Inspection, testing and eval of the device did not reveal any evidence of an operational malfunction or defect with the device. The device functioned as intended.